Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken during which the patient's scs system was explanted. The pain resolved following the explant.